Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced a left inguinal hernia coincident with peritoneal dialysis (pd) therapy. The hernia was a preexisting condition that worsened during pd therapy. On the day of the event, the patient ¿felt his skin tear and burn in left groin while walking from the bathroom during therapy after filling with 2l of fluid¿. The patient was seen in the emergency room and was not admitted to the hospital. The patient has declined repair in order to remain in pd therapy. Currently the patient was managing the hernia with a truss. Dianeal therapy had remained ongoing. At the time of this event, the patient had not recovered. No additional information is available.